Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\ felt pain on right side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, scoliosis, bladder infection, asthma, tooth disorder, sinus disorder, ear infection, eyeglasses therapy, hypertension, cholecystectomy and ear tube insertion. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineum pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and crying spells"), depression ("psychological or psychiatric problems condition: anxiety, depression and crying spells") and crying ("psychological or psychiatric problems condition: anxiety, depression and crying spells"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), mood altered ("hormonal changes describe: mood changes"), migraine ("migraines"), nausea ("nausea"), visual impairment ("vision/eye problems type: my vision has gotten really bad\ seeing spots, blurry vision"), vision blurred ("vision/eye problems type: my vision has gotten really bad\ seeing spots, blurry vision") and scar ("post essure removal surgery scars"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: rash that would come up on stomach, arms and sides"). In (B)(6) 2011, the patient was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure and heart issue. I have been having these issues for a year now. Not sure if it related to essure") and experienced cardiac disorder ("blood or heart disorder/condition type: blood pressure and heart issue. I have been having these issues for a year now. Not sure if it related to essure"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss specify which one: weight up and down"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced alopecia ("hair loss spot on top of head where all of my hair fell out"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain"), dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with celecoxib (celexa), doxycycline, ethinylestradiol;norgestimate (ortho cyclen), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, perineal pain, back pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, rash, vaginal discharge, headache, mood altered, anxiety, depression, crying, blood pressure abnormal, cardiac disorder, nausea, fatigue, weight increased, dysgeusia, alopecia, visual impairment, vision blurred, scar and weight fluctuation had resolved, the migraine was resolving and the amnesia had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, blood pressure abnormal, cardiac disorder, crying, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, perineal pain, rash, scar, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, anxiety, depression, crying spells, abnormal uterine bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received: reporters were added. Case become valid since injury nos was replaced by new specified events: mood changes, vaginal bleeding, menorrhagia,anxiety, depression, crying spell rash that would come up on stomach, arms and sides, migraines, headaches, blood pressure,heart issue,nausea, dysmenorrhea, dyspareunia,vaginal discharge, my vision has gotten really bad, blurry vision, fatigue, weight gain, weight up and down, metallic taste in mouth, post essure removal surgery scars, hair loss, abnormal uterine bleeding, back pain, abdomen pain, pelvic pain, perineum pain, memory loss, device monitoring procedure not performed. Treatment drugs were added. Medical histories were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\ felt pain on right side') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, scoliosis, bladder infection, asthma, tooth disorder, sinus disorder, ear infection, eyeglasses therapy, hypertension, cholecystectomy and ear tube insertion. Previously administered products included for an unreported indication: depo provera. Concomitant products included paracetamol (tylenol) from 2011 to 2018 for pelvic pain, abdominal pain, back pain and perineal pain as well as lisinopril since 2017. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineum pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and crying spells"), depression ("psychological or psychiatric problems condition: anxiety, depression and crying spells") and crying ("psychological or psychiatric problems condition: anxiety, depression and crying spells"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), mood altered ("hormonal changes describe: mood changes"), migraine ("migraines"), nausea ("nausea"), visual impairment ("vision/eye problems type: my vision has gotten really bad\ seeing spots, blurry vision"), vision blurred ("vision/eye problems type: my vision has gotten really bad\ seeing spots, blurry vision") and scar ("post essure removal surgery scars"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: rash that would come up on stomach, arms and sides"). In (B)(6) 2011, the patient was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure and heart issue. I have been having these issues for a year now.not sure if it related to essure") and experienced cardiac disorder ("blood or heart disorder/condition type: blood pressure and heart issue. I have been having these issues for a year now.not sure if it related to essure"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss specify which one: weight up and down"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge/abnormal vaginal discharge"). In (B)(6) 2017, the patient experienced alopecia ("hair loss spot on top of head where all of my hair fell out"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain"), dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, celecoxib (celexa), doxycycline, ethinylestradiol;norgestimate (ortho cyclen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, perineal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, rash, vaginal discharge, headache, mood altered, anxiety, depression, crying, blood pressure abnormal, cardiac disorder, nausea, fatigue, weight increased, dysgeusia, alopecia, visual impairment, vision blurred, scar and weight fluctuation had resolved and the migraine and amnesia was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, blood pressure abnormal, cardiac disorder, crying, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, perineal pain, rash, scar, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, anxiety, depression, crying spells, abnormal uterine bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs received. Event clubbed: vaginal discharge/abnormal vaginal discharge. Event outcome updated for: memory loss. Concomitant and treatment drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.